Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
It was reported the customer had scratches all over his insulin pump. It was also reported that the scratches was making it hard to view the insulin pump's screen. Customer's blood glucose was 111 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.